Event description:
Patient having sleep study with eeg monitoring. The leads were attached as routine. The patient developed partial thickness burn under two of the leads. The burns were conservatively managed. The sleep lab contacted the vendor. The vendor and lab troubleshooted the eeg. The lab discovered the leads were not in the correct configuration. The leads were initially configured by the technical representative of the vendor approximately 18 months prior. The leads were reconfigured to correct positions in the device. Manufacturer response for eeg, (brand not provided) (per site reporter). As above, vendor aware and helped troubleshoot.